Manufacturer narrative:
Corrected data: article stated that the surgeon implanted an implantable collamer lens into the patent's eye. Manufacturer name, city and state is unknown. Manufacturing site address/phone for devices is unknown. This product is not marketed in the u.s. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion code: off-label use (over 45 years of age at time of implant, anterior endothelium chamber depth < 3.0mm) (B)(4).

Event description:
Article stated that the surgeon implanted an icm120v4 implantable collamer lens into the patient's eye. The lens was extracted with cataract extraction and iol placement due to an anterior subcapsular cataract (asc). Patient reported vision as fair or worse due primarily to cataract. Patient was considered to be "outside of FDA guidelines" because of acd<3mm and age>45yrs. No further information is available.